Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient developed tamponade and pericardial effusion from a perforation of the attempted right ventricular lead. Intervention with pericardial drain occurred and the patient remained in intensive care for 48 hours. No lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.